Manufacturer narrative:
Evaluation results: one cadd-solis hpca was returned for investigation in used condition. The reported product problem was not found in the event history log. The double beep alarm was replicated during power up however. The investigator determined that this problem was the result of a faulty downstream sensor. The downstream sensor was replaced as a result. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received that a smiths medical cadd-legacy 1, during testing double beep no cassette. No patient involvement.